Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
The biomed reported the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.